Manufacturer narrative:
(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the kit bd max ext enteric bacterial panel on the bd max instrument, a false positive result was obtained. Confirmatory testing was done. No erroneous results were reported and no reported impact on patient care. The following information was provided by the initial reporter: "samples affected (patient or external control): one patient sample. No issues with negative external controls. Which test is used for confirmation? Bd max. Final results reported to clinician: positive. Adverse effect on patient, if any: not available. Customer reports ext ebp possible false positive results for vibrio."

Manufacturer narrative:
H6: investigation: the complaint investigation for discrepant results with the bd max¿ extended enteric bacterial panel kit (xebp) (ref. (B)(4)) lot 1299226 used in combination with bd max¿ enteric bacterial panel kit (ebp) lot 1286476 was performed by the review of the manufacturing records, review of customer¿s data and verification of complaints history. Review of the manufacturing records of both bd max¿ extended enteric bacterial panel lot 1299226 and bd max enteric bacterial panel lots 1286476 kit indicated that lots were manufactured according to specifications and met performance requirements. Customer complained about false vibrio positive results on one patient sample tested with the bd max¿ xebp assay and worried about a potential contamination issue at his site. Customer provided the database from ct1381 for investigation. Both initial and repeat tests gave a vibrio positive result, in runs 353 position a9 and 354 position a12. Manual pcr curve adjudication was conducted. Pcr curves analysis show a late but true amplification of the vibrio target (in the rox channel) in both runs 353 and 354, without anomaly indicative of true low positive results. No other late amplification of vibrio target was obtained in the other runs analyzed, suggesting that the positive result is not related to extensive contamination at the customer site. Such low positive samples can occur due to bacterial titers in the specimen being at or near the limit of detection of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. Based on the information provided and investigation results, bd was unable to confirm the exact cause of the customer¿s positive results, but overall, no reagents issue is suspected. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max¿ extended enteric bacterial panel kit lot 1299226. The root cause was not identified. However, positives samples at the limit of detection of the assay can explain the customer¿s positive results. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action plan (CAPA). Bd quality will continue to monitor for trends.

Event description:
It was reported that while using the kit bd max ext enteric bacterial panel on the bd max instrument, a false positive result was obtained. Confirmatory testing was done. No erroneous results were reported and no reported impact on patient care. The following information was provided by the initial reporter: "samples affected (patient or external control): one patient sample. No issues with negative external controls. Which test is used for confirmation? Bd max . Final results reported to clinician: positive. Adverse effect on patient, if any: not available. Customer reports ext ebp possible false positive results for vibrio."